Event description:
A report was received that during a revision for ineffective therapy the physician observed high impedances and explanted the leads and splitter. The ipg was also repositioned as the physician felt the original placement was inappropriate. The physician indicated that the leads had been damaged during the explant procedure. The patient is reportedly doing well following the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead, 50cm model: sc-3354-25, serial: (B)(4), description: w4 splitter 2x4-25 cm, model:sc-1110-02, serial: (B)(4), description: precision implantable pulse generator. Explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.